Manufacturer narrative:
(B)(4). Batch # n56tot. The analysis found that one pcee60a device was returned with no apparent damage and with an ecr60d partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Date sent: 02/16/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown surgery, the jaws could not be opened. The staples of the proximal end were protruded. Another device was used to complete the case. It¿s unknown how to remove the jaw from the tissue. There were no adverse consequences to the patient.